Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was scratches on the insulin pump screen making it hard to read. There was crack on the guard rails on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.